Event description:
Unomedical reference number (B)(4). Event occurred in poland it was reported that patient faced an infusion set tubing had air bubbles on (B)(6) 2024. No further information available.

Manufacturer narrative:
Patient country: poland patient city: (B)(6).